Event description:
Customer alleges the device might have generated false bolus advices. Customer stated on (B)(6) 2014, she got a reading of 3.8 mmol/l on her meter and the meter advised "your blood sugar is high, please retest." Customer reported she has had several similar situations, that is, low blood sugar, but the meter saying the sugar is high. Customer alleges the meter can be giving false bolus suggestions. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).